Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the hcp was requesting MRI guidelines; it was unknown whether the MRI was related to the patient's device. The hcp reported the patient had foot drop and foot pain. No further complications reported.